Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received one empty opened foil and three suture pieces that pertain to product code vp2303. Upon visual assessment of the suture pieces, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: * could you please clarify when did the issue occur (in the package/removal from package /during passage through tissue)? Please confirm : the issue occurred while opening the foil/package kindly provide the source of the information (i.e. Information received from dr, nurse etc.): surgeon: dr. (B)(6).

Event description:
It was reported that a patient underwent a ocular muscle in evisceration procedure on (B)(6) 2023 and suture was used. Doctor while suturing ocular muscle in evisceration procedure, found suture thread and the needle separated in the foil successively in 2nd foil also, dr. Opened the third foil and closed the procedure and raised complaint. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/29/2023 h6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * could you please clarify when did the issue occur (in the package/removal from package /during passage through tissue)? Please confirm additional information was requested, the following was obtained: - was there any adverse consequence associated with the patient? : no adverse event occurred - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). : (B)(6) the following information was received: if other, describe --> evisceration procedure, was surgery delayed due to the reported event? --> unknown, action taken when event occurred? --> used another foil to suture the layer, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Related reports: (B)(4)